Manufacturer narrative:
The reported events were lead dislodgement, ¿the leads had slipped through the suture sleeves, extra cardiac stimulation and unacceptable threshold. As received, a complete lead was returned in one piece with helix found extended and clogged with blood and tissue. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. Dimensional analysis of the suture sleeve was all within specifications. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the emergency room with symptom of discomfort due to phrenic stimulation from their right atrial (ra) lead. It was noted that the ra lead exhibited high capture thresholds. A chest x-ray was performed to reveal that the atrial lead had dislodged and the right ventricular (rv) lead had lost slack. During procedure, it was observed that the ra lead and rv lead had slipped through the suture sleeve. The ra lead was explanted and replaced. The rv lead was repositioned. Patient was stable.